Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Atrial and ventricular arrhythmias, myocardial infarction and cerebrovascular accident are listed in the xience alpine eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other device referenced is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2016, the patient was admitted emergently with myocardial infarction (mi). Two unspecified xience alpine stents were deployed in an unspecified vessel. On (B)(6) 2016, the patient was re-admitted with myocardial infarction and an unspecified cardiac arrhythmia. Treatment, possibly additional stenting, was provided. The patient was taken back to his room; however, the patient deteriorated, and defibrillation was performed. During the hospitalization, the patient had a stroke. The patient was discharged from the hospital and sent to a rehabilitation facility; however, at the facility, the patient experienced low blood pressure and frequent urinary tract infections (uti). The patient was discharged to home. At this time, the patient remains at home and his condition has improved. No additional information was provided.